Manufacturer narrative:
Implant/ explant dates requested: (B) (6), (B) (6).

Event description:
It was reported that the plate fractured due to premature loading by the patient. A revision surgery was performed using a nail to correct.